Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a battery change. The customer received the motor error alarm while the insulin pump was reinitializing after a battery change. The insulin pump was buzzing. The insulin pump was in the MRI room for a moment. As he attempted to clear the motor error alarm, the insulin pump alarmed battery out limit. The customer was in the hospital for a stroke. His blood glucose level was over 400 mg/dl. The customer's nurse provided him with insulin to treat his high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. No unexpected off no power, low battery or battery out limit alarms noted during testing. The insulin pump was unable to check for operating currents due to motor error alarm. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.